Event description:
It was reported to philips that the device shut down while in use. The device was in use at the time of the event. There was no report of patient or user harm and no adverse impact to the patient. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated that the device shut down while in use and had a machine pressure sensor autozero failed error in the significant event logs. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional onsite assistance.

Manufacturer narrative:
The service engineer replaced the solenoid valve and pcba, data acquisition to resolve the reported issue. The unit passed performance verification testing and it was returned to service. The device was in use at the time of the event. The patient was moved to a different ventilator; however, no delay in therapy had occurred. No medical intervention was required. There was no report of patient or user harm and no adverse impact to the patient.

Manufacturer narrative:
The data acquisition (da) pcba and solenoid valve were returned for analysis.visual inspection of the data acquisition (da) pcba and solenoid valve revealed no evidence of damage or contamination. The data acquisition (da) pcba and solenoid valve were tested, and no failures were identified. The issue could not be duplicated.